Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited low out-of-range (oor) pacing lead impedance (pli) measurement and elevated threshold. The cause was not determined. The device was electively explanted while the lead was surgically abandoned. This device is not expected to be returned as it was kept by the hospital. A new device and lv lead were successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.